Manufacturer narrative:
The svc rep replaced s-ram, loosened mainframe steering. Performed functional checks, sys operating as intended.

Event description:
Customer reported the mainframe will not boot. No pt injury was reported.